Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Ref MFR number; device 1 of 3: 3006705815-2019-01006. Ref MFR number; device 2 of 3: 3006705815-2019-01007. It was reported that the patient was admitted to the hospital for a possible post-surgical infection. The patient had a fever and red bumps on their back. As a result, the physician explanted the system. A culture was taken which showed no growth and the physician opted to obtain further cultures. The patient is currently being treated with antibiotics.

Event description:
Related manufacturing reference number: 3006705815-2019-01006. Related manufacturing reference number: 3006705815-2019-01007. It was reported that the patient stated that the infection had cleared following the use of antibiotics.

Event description:
Related manufacturing reference number: 3006705815-2019-01006; related manufacturing reference number: 3006705815-2019-01007.